Event description:
A customer contacted global technical services (gts) regarding a system error 2367 alarm that appeared on the homechoice (hc) unit during dwell 3. Gts assisted the home patient (hp) by explaining the alarms and having the hp cycle power to clear them. Gts then explained that the hp will need to start over with new supplies or finish with manual supplies. Gts advised the hp to call the nurse in the next 24 hours and let her know what happened. No injury or medical intervention was reported. During a follow up with the hp, he stated that he resumed with the manuals that night and continued on the cycler the next day. He stated that he informed his nurse and they informed him that if there was no patient injury to continue as usual. The hp stated there was nothing unusual with the set up. The hp stated therapy is going well and did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).